Event description:
The customer reported a high blood glucose level, reaching 502 mg/dl. Cause was not known. To address the high blood glucose, the customer administered a correction bolus via their pump. No additional assistance was requested or required, and the customer declined a supplies or system check.